Manufacturer narrative:
After further review, it was discovered that this is a duplicate report of mfg report # 1818910-2011-10065. Depuy considers the matter closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address metal sensitivity.